Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons shred when used and get stuck - vagina [foreign body in reproductive tract]. Tampons shred when used [device breakage]. Tampons shred when used and get stuck. Had to go to the dr for help with removal [complication of device removal]. Case narrative: company reported via letter on behalf of consumer that the tampons shred when used and get stuck. No serious injury was reported.